Event description:
It was reported by the rep that the device was used during an unk procedure. It was reported the staples fell out of the incision. Another stapler was used to complete the procedure. There was no consequence to the pt.